Event description:
It was reported that the external pulse generator had a broken ventricle connector and broken clips on the back of the device. It was further noted in the technical service call that bails and covers had been previously ordered but never received. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.